Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances have increased gradually over the last year. Provocation maneuvers were performed, and the impedance remained consistent. No noise was noted. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. Defibrillation threshold (dft) testing was performed. A 1.1j shock and 41j shock were delivered, with impedances under 125 ohms. Technical services (ts) noted the increase shock impedances is expected, and no alerts were noted upon testing. Ts provided further troubleshooting recommendations. This rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. Defibrillation threshold (dft) testing was performed. A 1.1j shock and 41j shock were delivered, with impedances under 125 ohms. Technical services (ts) noted the increase shock impedances is expected, and no alerts were noted upon testing. Ts provided further troubleshooting recommendations. This rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances have increased gradually over the last year. Provocation maneuvers were performed, and the impedance remained consistent. No noise was noted. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.